Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014), the patient¿s test strips have been returned on 9/17/2014 and evaluated by lifescan product analysis on 9/18/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/17/2014). The patient¿s meter has been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch ping read inaccurately high compared to his usual results/feelings. The complaint was classified based on the customer service representative (csr) documentation. On (B)(6) 2014 at approximately 5:00pm, the patient reportedly obtained an inaccurate high blood glucose reading of between ¿11.0 and 29.9 mmol¿ with the subject meter. The patient manages his diabetes with self-adjusting doses of insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed several hours after obtaining the reading on (B)(6) 2014; he experienced the symptoms of ¿shaky, lightheaded¿. The patient, however, denied receiving any form of medical treatment after the product issue began. At the time of troubleshooting, the csr verified the subject meter¿s unit of measurement was set correctly; however, the csr noted that the patient does not wash his hands prior to testing, stores test strips in the bathroom, and the test strips that were used at the time the alleged issue occurred were past the expiry/discard date. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.